Event description:
Device explanted and replaced.

Event description:
Healthcare professional reported a right side rupture and "really bad rash on the neck." The device has been explanted and replaced.

Manufacturer narrative:
Lab device analysis: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Skin rah/dermatitis: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Wear abrasion observed. Orange observed on the surface of the shell. No further actions are required as the device was implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr / psr on 15-oct-2018. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been / will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported a right side rupture and "really bad rash on the neck." Device remains implanted.